Event description:
It was reported that this pacemaker longevity measurements were currently at three months remaining and in february it was at two years remaining. It was noted that this is likely premature battery depletion (pbd). Technical services (ts) confirmed that the power consumption continues to increase in a gradual fashion. A replacement interval was provided. Currently the device remains in service. There were no adverse patient effects reported.